Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the continuity test. The instrument passed the cut and energy delivery test on 2 different occasions. The instrument was fully functional and working properly. There were no issues found during the review of the error logs on msc and dsp logs for this instrument at the time we performed the failure analysis. The instrument was visually inspected internal and external, and found one of the ceramic dots missing on one of the grips. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer reported the vessel sealer extend (vse) stopped working and did not engage tissue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use without anything out of the ordinary. The vessel sealer felt as if there was no energy being delivered. They used a backup to complete the procedure without issue. No sealing issues were noted. Converted to another dv was accidentally entered as the procedure was completed.